Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: g3 was submitted incorrectly as april 3, 2024. The correct date received by manufacturer is march 4, 2024. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown abutment screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002p3, the most likely root cause determined from the investigation were excessive loading on abutment/implant assembly therefore, based on the available information, a device malfunction did occur. The fracture screw has been identified inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: catalog and lot number unknown / not provided. D10: tsvtwb11, imp,tsv,4.7,11.5,mtx,mg/lot number-1254358. G4: PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment screw fractured and could not be removed from the implant at tooth location #19. The implant was removed.